Manufacturer narrative:
Product analysis : analysis was able to confirm the customer comments that the atrial output connector was broken and the upper case was broken around the menu dial. It was noted that the hanger, lower case and hanger screw were all contaminated. Both wires on the liquid crystal display (lcd) were pinched (wires exposed), the main seal was pinched and both output connector nuts were discoloured. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector and bottom knob. The product has been returned for service. There was no patient involvement.